Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was not returned for evaluation but remained in the patient therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. A likely cause of this type of event is a reaction of the patient to the material(s) implanted. Product directions for use warns of effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that initial surgery was performed on (B)(6) 2016, after surgery the left knee downwards was swollen massively. At 3.5 (three and a half) months later the situation did not change. Patient has no pain at all. Thromboses was excluded by ultra sonic examination. Patient has a strong edema.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission to reflect new information found during the investigation. In addition to the original submission 1220246-2016-00596, this follow-up contains an additional part number which was also returned for device evaluation. Complaint not confirmed. One ar-5028c-09, bio-comp. Inter-ference screw, was returned for evaluation. The ar-1588t, acl tightrope, complaint device was not returned for evaluation. The returned screw has some damages to the threads and head of screw. Damage to screw was most likely caused during extraction. No other visual anomalies found. A possible cause of this type of event is a reaction of the patient to the material(s) implanted. Product directions for use warns of effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. The potential cause(s) of this event will be communicated to the event reporter.

Event description:
It was reported that initial surgery was performed on (B)(6) 2016, after surgery the patient was experiencing significant swelling in the left knee and below in the lower half of patient's leg. Three and a half months later the situation did not change. Patient has no pain at all. Thromboses was excluded by ultra sonic examination. Patient has a strong edema. Patient is suffering from lactose intolerance. Device was removed from the patient during a second surgery. Follow-up investigation: received information that the device that was removed from the patient is an ar-1380c with lot 10020718. This information was not given before.